Event description:
It was reported that the quick bolus function was not working. There was no reported adverse impact to the customer blood glucose level. A replacement pump was sent to the customer.